Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2027 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reet2027) have been reported from the same facility.

Event description:
It was reported that the PICC line kinked. No other information was provided.